Manufacturer narrative:
MDR created in error due to: the material number is 8003tig03-g, the material description alaris¿ cc guardrails syringe pump with plus software is on the cbi-095. This product is exempt from us FDA reporting requirements.

Event description:
MDR created in error due to: the material number is 8003tig03-g, the material description alaris¿ cc guardrails syringe pump with plus software is on the cbi-095 attachment I. This product is exempt from us FDA reporting requirements.

Manufacturer narrative:
E1. Address information was not provided, therefore, unknown was used as a place holder. E1. City information was not provided, therefore, unknown was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was occluded. The following information was provided by the initial reporter, translated from spanish to english: it is reported that the patient is received with misazolam infusion and it is observed that the perfusor does not infuse, so she notifies the person in charge of the service and it is changed to other equipment to ensure that it infuses. When corroborating the information, the nursing staff indicates that the medication is not being infused. Additional information received on 01/27/2025: can you please share the material and batch number of this event? A: attached is the photo samples of the equipment. How many products were affected, please confirm quantity? A: so far (B)(4). Has there been any harm to patients/healthcare professionals? A: inaccurate dosing can be life threatening to the patient. For example, an overdose can result in excessive sedation, respiratory depression and, in extreme cases, coma. On the other hand, under-dosing may not provide the necessary sedation or anxiety relief, causing discomfort and unnecessary stress to the patient, which is why we consider it important that the equipment is functioning properly. Can you please confirm the date of event? A: november 25, 2024 could you please send photo samples/videos of the sample? A: attached is the only photo samples of the equipment due to it being changed immediately. Is there sample available for collection? No sample is available